Event description:
It was reported that during this implantable cardioverter defibrillator (ICD) implant procedure, the right ventricular (rv) lead was placed into the port and before tightening the screw into the header there were observations of no pacing delivered. Once the screw was tightened into place, the device begin pacing as expected. While inserting the other leads into the header there were observation of loss of capture that led to asystole greater than two seconds. The rv lead terminal pin was reseated into the device, which resolved the issue. The system remains in-service, and it was reported that there were no adverse patient effects.